Event description:
It was reported that a solution administration set, with 3-way stopcock, was difficult to regulate. The reporter stated, "sometimes the flow was too fast, sometimes the flow was stopped." This malfunction was identified during infusion on a patient. However, there was no adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.